Event description:
A disconnection; subsequently, blood loss was noted. The nurse reported that after connecting an unspecified tubing set to the clave on the extension set, the clave disconnected from the extension set. At the time of the disconnection, the nurse noted lood loss. The clave on the extension set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required.